Manufacturer narrative:
Summary of investigation: there are previous complaints of this code-batch regarding the same issue closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received pictures showing 2 open samples with needle detached from the thread (thread is still wound on the pack). Although without any closed sample we cannot carry out an analysis in order to take a decision, taking into account the pictures showing two open samples with the needle detached from the thread and the thread still wound on the pack and that there are previous confirmed complaints of this code-batch regarding the same issue, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the defective samples received in the previous confirmed complaints showed that the needle was escaped from the thread. Final conclusion: taking into account the pictures received showing two defective samples and that there are previous confirmed complaints of this code-batch regarding the same issue, we conclude that this complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with monosyn suture. The client reported that after peeling off the thread cover, before removing the needle from the packaging, the surgeon noticed that the needle had detached from the thread, even though the surgeon had not applied any pulling force or removed the thread from the product packaging. No additional information was provided.